Manufacturer narrative:
A) user reported issue was confirmed. Device was found to have a speaker issue. The device was repaired and retested to meet all the specifications on 11/10/2014. B) the complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016. C) zyno medical submitted an e-MDR (3006575795-2016-00072_complaint (B)(4)) on 10/25/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The user reported the device had a speaker issue. No patient was involved in this case.